Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for chronic low back pain. It was reported that the patient had just been admitted to their service and the patient said the pump was not effective anymore. They were not going to be using the pump for pain control anymore and wouldn't be filling it and the patient was concerned that the pump being empty was going to hurt her. Patient was a poor historian but said patient reported it had been weeks. The hcp-patient relationship was strained. The patient had been reporting pain to the hcp but he decreased her oral medication and not listening to her. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the patient was changing providers. They were not going to continue intrathecal (it) pump as part of treatment. The patient was last seen (B)(6)2019 indicating she would continue with her pump. The patient planned to continue plan of care with the hcp and continue use of the it pump. Patient reported that the morphine pump was managing her pain but she had been taking oxycodone from last year for breakthrough. She reported taking it rarely; therefore, it lasted since (B)(6) 2018 till now. The patient did not fall. Patient went to emergency room 3 times; however, it was for pain and cellulitis, not due to fall. Patient denied any of side effect from medications. Location of pain was lumbar spine. Pain pathway was radiating to abdomen. Pain was described as burning, sharp, aching. Severity of pain was average, vas 7/10, maximum vas 10/10. Onset of pain was 1992. Pain started after a motor vehicle accident. Pain was worse at nighttime. Numbness and weakness were associated. Alleviating factors were reclining position, heat. Aggravating factors were movement. Baseline functional activities were walking. Functional disabilities were unable to walk for long distances, unable to stand for long periods. Physical therapy was attempted over a year ago, (B)(6) 2017. Patient could not complete due to pain. It aggravated pain, documentation date: (B)(6) 2018. Patient attempted home exercise, performing 4-7 days per week documented on (B)(6) 2018. Patient was currently performing home exercise greater than 6 months: stretching attempted. Patient attempted massage therapy and it aggravated pain. Patient attempted nsaids: ibuprofen (motrin, advil). Opioid medications had been attempted. Other medications were oxycodone (roxicodone, oxecta, oxaydo) which were effective, gabapentin (neurontin) was effective and diazepam (valium) was effective. Magnetic resonance imaging (MRI) on lumbar spine was performed on (B)(6) 2017 and (B)(6) 2018. Pain scale was 7, ht was 63, bp was 93/50, hr 46 and rr was 18. The patient¿s medical history included stroke, osteoporosis, acid reflux, anxiety disorder, depression, opioid tolerance and opioid therap y with other controlled sub. The surgical history was tonsillectomy in 1945, hysterectomy in 1968, oophorectomy and appendectomy in 1969, abdominoplasty in 1971, cervical fusion 1972-75, lumbar fusion l4-5 s1 1980, hernia surgery in 1980, cholecystectomy in 1987 and shoulder surgery in 1994-95. The patient¿s concomitant medications included levothyroxine 88 mcg (0.088 mg) tablet 1 tab orally once a day, glucosamine hydrochloride 1500 mg tablet 1 tab orally once a day, co q-10 100 mg capsule 1 cap orally once day, multivitamin capsule 1 cap orally once a day, vitamin e 400 intl units capsule 1 cap orally once a day, omega 3, magnesium acetate tetrahydrate 500 g, calcium acetate 667 mg tablet 3 tab orally 3 times a day, vitamin d3 5000 intl units capsule 1 cap orally once a day, miralax, evzio 0.4 mg/0.4 ml solution 0.4 mg intramuscularly every 2 minutes, lyrica 150 mg capsule 1 cap orally tib, oxycodone 10 mg tablet 1 tab orally every 6 hours prn pain, and diazepam 10 mg table 1 tab orally bid. Patient was in hospital for 9 days for pain on (B)(6) 2017. Patient admitted back pain, joint pain, muscle spasm. No further complications were reported.